Event description:
New information received notes that new instances of over-sensing of noise and low pacing impedance were noted, along with new malfunctions of clavicle crush and high capture thresholds. The lead was explanted and replaced on 7 jul 2023. The patient was stable throughout.

Event description:
New information received notes that the lead was not returned.

Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing that caused false episode recorded. Furthermore, the rv lead exhibited increased of pacing impedance. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.